Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the anastomosis in a gastric bypass procedure, the anvil of the device broke. The plastic white spike apparently broke and became lodged in the legs of the anvil. Surgeon used opened new device to resolve the issue. No patient injury.